Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to treat the target lesion. During a percutaneous coronary intervention procedure, after a 2.0/10 non bsc balloon catheter was dilated, the complaint device crossed the target lesion; however, it was observed that the balloon ruptured at 6atm on the first inflation. Dilatation was then performed several times with another 2.0/10 non bsc balloon catheter and the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The complaint device was attached to an encore inflation unit and was subjected to positive pressure. A balloon pinhole was identified at 4mm proximal to the proximal edge of the distal markerband. The blades and the tip section of the device were visually and microscopically examined and no issues were noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a balloon rupture occurred.a 10/2.50 flextome cutting balloon was selected to treat the target lesion. During a percutaneous coronary intervention procedure, after a 2.0/10 non bsc balloon catheter was dilated, the complaint device crossed the target lesion; however, it was observed that the balloon ruptured at 6atm on the first inflation. Dilatation was then performed several times with another 2.0/10 non bsc balloon catheter and the procedure was completed with a different device.

Manufacturer narrative:
(B)(4).